Event description:
It was reported the pt experienced difficulties recharging the system. The pt had not charged the device in approx 6-9 months. The device was overdischarged. A 60 minute reset charge was done without success. The pt had surgery to reposition the device surgery to her back, but the device was replaced with a smaller device as the pt had lost 50 pounds and requested a smaller device.